Event description:
It was reported that there has been a progressive loss of functioning electrodes over time. There are now only 6 electrodes which are reported as ok. There is also a reported loss in responsiveness to sound, and an increased reliance on sign language/gesture.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.